Event description:
It was reported that the patient experienced palpitations. The atrial lead exhibited over-sensing noise and inappropriate mode switch episodes. Programming changes were made. The patient was stable.